Manufacturer narrative:
This is one of two reports being submitted for this case.

Event description:
As reported by a field clinical specialist, approximately 4 years post tavr with a 23mm sapien 3 ultra valve, the patient is having a redo thv in thv for stenosis (0.8cm2) and high gradient (48mmhg). The leaflets are also thickened and restricted. The patient is symptomatic with shortness of breath and heart failure. The patient has a history of endocarditis that they were treated for and renal failure potentially contributing to the early valve failure. Per additional information provided by the fcs, the patient passed away prior to the valve in valve procedure. The patient developed sepsis related to uti with hypotension and af with rvr developed pea and expired.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6 device code. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for thickened leaflets, stenosis and leaflet motion restriction were confirmed based on the information available to date. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years post tavr with a 23mm sapien 3 ultra valve, the patient is having a redo thv in thv for stenosis (0.8cm2) and high gradient (48mmhg). The leaflets are also thickened and restricted. The patient is symptomatic with shortness of breath and heart failure. The patient has a history of endocarditis that they were treated for and renal failure potentially contributing to the early valve failure". Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In addition, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Also, leaflet motion restriction which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had a history of endocarditis infection after the thv implantation. Endocarditis is an infection of a native or prosthetic valve. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). In the bloodstream, endocarditis can multiply and spread across the inner lining of the heart (endocardium). The endocardium becomes inflamed, causing damage to heart valves/leaflets, resulting in obstruction of blood flow with increased gradients. It's also possible that the inflammation and/or damage of heart tissue caused by endocarditis can cause narrowing of the arteries and potentially valve stenosis. Additionally, the patient had a medical history of renal failure, which is a known factor that may increase the risk of atherosclerosis leading to early valve degeneration, potentially resulting in thickened leaflets, leaflet motion restriction, and stenosis as reported. As such, available information suggests that patient factors (endocarditis, renal failure) may have contributed to the complaint events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.